Event description:
It was reported that the procedure was to treat a heavily calcified left anterior descending artery. A 2.0 x 8 mm and a 2.25 x 18 mm mini visions could not cross the lesion. Another 2.0 x 8 mm mini vision was advanced and it also could not cross the lesion; however, when the stent delivery system was removed from the anatomy the stent implant had dislodged. The stent could not be found in the guiding catheter, on the guide wire, or in the anatomy. The lesion was severely calcified and could not be seen under flouroscopy so it was assumed that the stent implant was stuck in the lesion. A 2.25 x 12 mm and 2.25 x 15 mm mini visions were implanted in the lesion, hopefully to crush the stent against the vessel wall. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.